Event description:
Customer has requested info regarding operational and historical info on the md8 instrument as part of their internal investigation related to a pt death. No customer complaint or notification to the MFR was made at the time of the event. Several attempts have been made to obtain add'l info, however, no info has been provided by the user that indicates that this instrument may have been associated with the event. Insufficient info is available to adequately investigate this event.